Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the multiple insulin pump error. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had blank display. Customer stated that the insulin pump had beeped, red notification light and the screen was with blank display. Customer stated that when she inserted a new battery the insulin pump beeped again but the screen does not turn on. Customer stated that she was not able to see if the insulin pump had cosmetic damage but she stated that not able to see very well. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer also stated that display returned after insulin pump restart. Customer reported that the insulin pump had occurred again. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unable to verify pump error 68, pump error 4 or audio/vibrate anomaly, perform displacement test, self test, and current measurements due to display anomaly.